Manufacturer narrative:
The reported adverse event was associated with complaint, (B)(4) and was not associated with complaint, (B)(4). The reportable type was also revised to malfunction with no adverse event for this complaint.

Event description:
The patient reported blue lines across the display screen, but did not report any difficulty reading the display or having the inability to accurately enter a bolus due to the display issue. Therefore, the reported hypoglycemic event was not attributed to the display issue.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a line through the display screen issue. The patient reportedly was unable to read the display screen and experienced a blood glucose (bg) measurement of 1.7mmol/l and was extremely sweaty. The patient reportedly was advised to come off the pump and to use alternate form of insulin delivery method as prescribed by the health care provider if unable to use pump safely. However, the patient reportedly resumed insulin pump therapy using the same pump. It was noted that animas requested the return of the pump. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy and due to the alleged display issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/17/2015 with the following findings: the returned battery cap was used to complete testing. A blue line was found near the bottom of the display screen. The line was observed through the unit/hour on the home screen. The screen was still able to be read. A failed display flex was confirmed during testing. The pump cover was removed and a new test screen was inserted. The pump was powered on with the new test screen with no unusual blue lines observed at the bottom. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.